Event description:
It was reported that during thrombectomy procedure, when the physician used the subject guidewire to guide the pro18 microcatheter through the blood vessels, he found that the guidewire was difficult to torque control and advance. After withdrawing it for external inspection, it was discovered that the coating at the tip of the guidewire was fractured. Sthe subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event

Event description:
It was reported that during thrombectomy procedure, when the physician used the subject guidewire to guide the pro18 microcatheter through the blood vessels, he found that the guidewire was difficult to torque control and advance. After withdrawing it for external inspection, it was discovered that the coating at the tip of the guidewire was fractured. Sthe subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was returned with numerous fractured along the distal end of the nitinol tubing from 209cm with the platinum coil exposed, stretched and the core wire exposed. Unable to perform functional test due to defects. The reported events is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire distal tip broken/fractured during use was confirmed during analysis. The reported guidewire difficulty to advance and guidewire torque problem could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specification when returned, based on the damage noted. It was reported that after delivering the long sheath and aspiration catheter into position, when the physician used the subject guidewire to guide the microcatheter through the blood vessels, he found that the guidewire was difficult to torque control and advance. After withdrawing it for external inspection, it was discovered that the coating at the tip of the guidewire was fractured. Additional information provided by the customer indicated that continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was moderately tortuous. The same microcatheter was used to finish the procedure, friction/resistance was encountered during the procedure, and the guidewire was positioned within the m1 when the issue occurred. The guidewire was returned and it was confirmed that the distal end of the guidewire had fractured in several locations, there was also evidence of stretching to the platinum coil to the distal end. A functional test was unable to be performed due to the damage noted. The damage noted to the device is consistent with the reported events. It is likely that there may have been some anatomical and/or procedural factors present during use which may have caused or contributed to the reported friction during advancement of the guidewire and subsequent guidewire fracture. An assignable cause of procedural factors will be assigned to the reported guidewire difficult to advance, guidewire distal tip broken/fractured during use and guidewire torque problem and to the analyzed guidewire distal tip broken/fractured during use and guidewire distal tip stretched, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.